Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the angle wire corroded, the control body corroded, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the operation channel leak, the operation channel cut, the down pulley wire worn out, the left pulley wire worn out, the operation channel resistance, and the segment hooking; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.